Event description:
On (B)(6) 2025 a beta bionics ilet user reported fluctuating blood glucose (bg) while using the ilet paired with a dexcom g7, including a low of 52 mg/dl followed by a rebound high of 294 mg/dl. The user self-treated with fast-acting carbs to correct the low. No outside assistance or hospitalization was required. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.